Manufacturer narrative:
The returned device was evaluated and the device was received not deployed with the needle cap still attached. Upon removing the needle cap, the device fully deployed. The downloaded data shows the device completed second prime before it was deactivated. No timeouts or drive stalls were observed in the device data. Investigation of the needle mechanism and drive mechanism did not find any damages or abnormalities that could cause the needle to deploy early. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Although no issues were observed, the exact cause of the reported early needle deployment could not be conclusively determined.

Event description:
It was reported while a patient activated a pod the needle deployed prior to application at the pod infusion site. The patients reported blood glucose level was over 250 mg/dl. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.